Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced insufficient blood flow through the device when used in combination with glass citrate or ctad. The following information was provided by the initial reporter. The customer stated: it was reported that tube is too long. The tubing is too long in the recent box. Nurse taking blood concerned it takes too long for blood to reach the container and also that customers with bad veins (for which the product is made) might collapse before getting the blood. Said the most recent box is what is having the issue. Not getting the blood needed for test or having to repeat prick on same patient.

Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to insufficient blood flow/tubing too long as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced insufficient blood flow through the device when used in combination with glass citrate or ctad. The following information was provided by the initial reporter. The customer stated: it was reported that tube is too long the tubing is too long in the recent box. Nurse taking blood concerned it takes too long for blood to reach the container and also that customers with bad veins (for which the product is made) might collapse before getting the blood. Said the most recent box is what is having the issue. Not getting the blood needed for test or having to repeat prick on same patient.